Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced a fall and leads had migrated. As such surgical intervention was undertaken wherein both the leads were explanted and replaced with a paddle lead. Reportedly effective therapy was restored.